Manufacturer narrative:
B3: event date is month, year valid; the exact day of the event is unknown at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-sep-26 e1, (B)(4): medtronic received a report that when administering onyx liquid embolic during the procedure, it was noticed that the marathon catheter had a leak which caused the onyx material to beplaced in the wrong area. The patient was undergoing intracranial embolization for arteriovenous malformation. The patient experienced iatrogenic occlusion of the proximal right (r) posterior cerebral artery p3-4. The original intended procedure was liquid embolization of a r parietal arteriovenous malformation (avm), 2 anterior spinal artery (asa) and 2 posterior cerebral artery (psa) feeders. Noted outcomes attributed to the adverse event were hospitalization (initial or prolonged), intervention required to prevent permanent impairment/damage, and other serious or important medical events. It was noted that this was a one-time use catheter that was not being used in an unintended way and was on-label (approved) usage. The marathon microcatheter was tested, flushed with normal saline on the table, before introducing it in the patient and there were no indications that there were any problems with the catheter; flushing, navigation, normal motion. It was noted that there were no other therapies being used on the patient and nothing identified about the patient that may have con tributed to the outcome of the event. Preexisting characteristics that may have contributed to the event was noted as morbidly obese. This was not a laboratory device or laboratory test.